Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, priming and no delivery tests. The no delivery alarm functioned properly. The insulin pump was programmed with 2 units fixed prime with a water reservoir. The water did exit the infusion set and the no delivery anomaly was noted. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm. The insulin pump had a cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer's father reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level was 864 mg/dl. Customer experienced nausea and treated their high blood glucose via manual injection. Customer went to the hospital due to high blood glucose levels. Customer performed and failed the high pressure test. Customer was advised to change out their entire set, reservoir, insulin and treat their high blood glucose per healthcare provider's instructions. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.